Manufacturer narrative:
(B)(4). The device has been returned for evaluation. Upon completion of the investigation, a follow-up report will be submitted. Refer to mdrs 1226348-2018-10370, and 1226348-2018-10369 for information regarding the two other devices reported in this event.

Event description:
As reported by the sales rep, a directlink was giving incorrect readings. Another was used to complete the procedure. There were no reports of delay or patient harm.

Manufacturer narrative:
The device was returned for evaluation. The icp module 82-6828, sn (B)(4), lot# cvccl1 was tested according to procedure applicable, and the module failed the initialization test. The device was then sent to the supplier for evaluation. The device was able to initialize at their location and the functional test was passed. However, they confirmed an issue: the adjustment r32 was out of tolerance causing the value at connector j5 to be out of specifications: 0.76-0.82mv, the specification is 0.5mv maximum. The cause of the misadjustment could not be conclusively determined. However, it is possible that not it was not correctly adjusted from the beginning. A check step in the test instruction is included to detect this. The issue could have been related to misadjustment caused by vibrations. The directlink module 82-6828 was then returned to codman for further evaluation. The device was initialized and functional testing passed. A review of manufacturing records found the lot met specification. Based on the results of the investigation, it was confirmed that there was an issue with the device. Trends will be monitored for this or similar complaints. At present, we consider this complaint to be closed.